Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified by "door jammed" messages were present in the event history log. . The device was found out of specification in relation to the reported "door will not latch". Evaluation reproduced the reported allegation while attempting to load a set. The hooks were found to be out specification and determined to be the cause of the reported issue. The hooks were replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door that would not latch properly. There was no known patient injury or medical intervention associated with this event. No additional information is available.